Event description:
C-cc-cb - catheter body damage or out of spec; it was reported that during the process of removing the cather, a sound was observed, like it "snapped" from the end of the introducer. The catheter had "peeled" or a piece had broke. There was no patient harm.

Manufacturer narrative:
Customer report was confirmed. The catheter was returned broken in half at the 26cm proximal of the catheter tip. The break is located at the proximal injectate port. The thermal filament also appeared to have caught on something, and loosened the filament coils.